Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. All settings and histories in the insulin pump were correct. However, the daily totals for one day did not match the calculations. The customer stated that the device was in suspend mode for one day. Troubleshooting was performed. The device passed the fixed prime and high-pressure tests. The customer reported having bent cannulas in the last few weeks. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.